Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/22/2026, the patient reported receiving continuous ¿urgent low¿ alerts from the dexcom device. In response to these repeated low alerts, the patient consumed juice in an attempt to raise blood glucose levels. Subsequently, the patient experienced symptoms including confusion and dizziness and elected to drive to the emergency room. Upon arrival, the dexcom cgm continued to display ¿low¿ without a specific glucose value. However, a bg measurement performed by hospital staff using a blood glucose meter (bgm) displayed ¿high,¿ also without a specific numeric value. The patient was treated with insulin, although he was unable to confirm whether it was administered via injection or intravenous (IV) route. The patient remained at the hospital for approximately 3-4 hours until blood glucose levels stabilized. A discharge bg value was not provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when receiving continuous ¿urgent low¿ alerts from the dexcom device. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.